Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the touchscreen on the patient side cart (psc). The system was verified and ready for use. The unit was tested and no related errors were found in logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected, no errors were found in the error logs and calibration was done with no issue. The system ran ten power cycles, but the reported complaint could not be replicated.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the patient side cart (psc) screen was black. Technical support engineer (tse) found 319 error in the logs pointing to the psc touch pad. The site had restarted several times with no change prior to calling in and opted to change out the psc. The procedure was completing as planned with no reported injury.